Manufacturer narrative:
(B)(4). Lot and UDI # and manufacturing date: based on the number (052086) etched on the instrument and a comparison of the account's purchase history, there are five (5) possible lot numbers, UDI numbers, and manufacturing date: lot: 372900, (B)(4), manufactured: aug 30, 2013. Lot: 307010, (B)(4), manufactured: aug 26, 2013 lot: 914170, (B)(4), manufactured: oct 25, 2013. Lot: 446890, (B)(4), manufactured: dec 12, 2013. Lot: 308560, (B)(4), manufactured: dec 02, 2013. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a sternal procedure, "the roller pin of left side came off when the surgeon attempted to bend the pectus bar during a surgery. A surgery was completed using another one of the back up and a surgery delay was unknown." The medical professional did not indicate harm or injury to patient/ operator. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was visually evaluated and it was found that the roller pin on the female bender arm has fractured. There were scratches and normal signs of wear on the instrument; some discoloration was observed. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was confirmed as one of the roller pins on the instrument has fractured. The pin has a shear fracture between where the roller and bender arm interface. The pin experiences stress at this point when the handles are actuated to bend a bar. Investigation results concluded that the reported event was due to excessive force. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated ¿avoid undue stress or strain when handling or cleaning instruments.¿a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.